Event description:
Patient seen by bsc rep in hospital. Patient last interrogated: 3 years ago. Device found to have 1003 fault code "voltage too low for projected remaining capacity", alert triggered. Patient was placed on hospice care, tachy therapies programmed off. No plan to replace generator.